Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Multiple episodes of auto mode switch and atrial noise reversion were noted. Review of the electrograms revealed noise on the right atrial lead. Noise could not be reproduced in the clinic. No intervention was performed. The patient would continue to be monitored. There were no patient consequences.

Event description:
New information received indicates that additional episodes of noise oversensing with multiple episodes of inappropriate automatic mode switch occurred. Programming changes were made. The patient was in stable condition.